Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low minute ventilation, and low tidal volume diagnostic codes. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a low minute ventilation, and low tidal volume diagnostic codes. The customer reported that the device was displaying a "check vent" alarm; however, during the evaluation of the device, the biomedical engineer was unable to confirm the issue. The biomed did confirm that the device had displayed a 120e, and 120f diagnostic codes (low minute ventilation, and low tidal volume). The rse informed the biomed that the alarm message may have occurred due to the alarm settings. The rse advised the biomed to perform a performance verification test (pvt). The customer called back and reported that the device had failed the oxygen flow accuracy test. It was reported that when set to 140 standard liters per minute (slpm), the device reading about 90 slpm, and the certifier was reading about 140 slpm. While troubleshooting, the rse noted that the air was compensating the flow. The air was reading about 50 slpm. The customer stated that the oxygen inlet pressure was down to 19 psi. The rse informed the customer, that the oxygen source was not maintaining the flow needed. The customer tested the device with a different oxygen wall source and adapter and reported that the device was working fine. The customer then reported that a quick disconnect was attached to the oxygen wall outlet. The customer stated that the device passed the pvt successfully. The customer stated that the oxygen adapter on the oxygen wall source was bad and required. Replacement. Investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine if the customer's issues (low minute ventilation, and low tidal volume) were resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined the customer performed any additional actions to resolve the issue. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.